Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned and the helix was able to fully extend and retract within specification. There was not tissue found in the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the physician was not getting stable numbers while testing the lead. The lead was inspected and the physician thought there was tissue stuck inside the helix that was keeping it from fully extending. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.